Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacture reference number:3006705815-2023-08244. Manufacture reference number: 3006705815-2023-08246. It was reported that followed a fall, the patient experienced ineffective therapy. Further investigation revealed migration of 3 leads. It was also reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.